Event description:
It was reported that they were getting two alarms, 02 and 113 (reduced water temperature control) on arctic sun device s/n (B)(6). They emptied and refilled the pads, and the flow was now 1.0lpm. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31%. Patient temperature 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34c. Discussed how low flow can lead to alarm 113. Suggested continuing to monitor flow rate and to how to troubleshoot should it drop again. Per follow up information received via task on 09sep2025, spoke with nurse who confirmed no further issues and could not confirm what the flow rate had been during the alert 113 because it had happened during the previous shift. Patient completed treatment and device was still being used.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. They emptied and refilled the pads, and the flow was now 1.0lpm. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31%. Patient temperature 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34c. Discussed how low flow can lead to alarm 113. Suggested continuing to monitor flow rate and to how to troubleshoot should it drop again. Per follow up information received via task on 09sep2025, spoke with nurse who confirmed no further issues and could not confirm what the flow rate had been during the alert 113 because it had happened during the previous shift. Patient completed treatment and device was still being used. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting two alarms, 02 (low flow) and 113 (reduced water temperature control) on arctic sun device s/n (B)(6). They emptied and refilled the pads, and the flow was now 1.0lpm. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31%. Patient temperature 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34c. Discussed how low flow can lead to alarm 113. Suggested continuing to monitor flow rate and to how to troubleshoot should it drop again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.